Manufacturer narrative:
The abbott field service representative replaced the ict aspiration pump tubing to resolve this issue. A review of the architect (B)(6) instrument service history, identified no contributing factors to this complaint. There has been no subsequent contact from this customer regarding a splash or exposure after the ict tubing was replaced. No trends or similar issues for splashing/exposure as described in this ticket were identified. A review of historical data for the architect ict tubing associated with this complaint, revealed no trends, systemic issues, or nonconformances. Labeling was reviewed and found to adequately address the biological and chemical safety hazards that may exist. Based on the investigation no product deficiency was identified for either the architect c4000, serial number (B)(6), or the architect ict tubing.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional user information provided.

Event description:
The tubing on syringe 14 connecting the ict aspiration pump to the high concentration waste (hcw) kept popping off the architect c4000 analyzer causing the female user to be splashed on the torso. The users skin is not intact (user has eczema), and she felt a burning sensation immediately after being splashed. The user was wearing an open lab coat and glasses, but no gloves or goggles. It is reported no exposure to the users eyes, but possible exposure to her mouth. The user rinsed her mouth immediately, showered and changed clothes. The user visited the hospital nurse who procured blood for hiv and hepatitis screens. The user did not receive any treatment/medication due to the incident. No further impact to user safety reported.